Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained in drawer d. There was no report of confirmatory test or patient impact. The following information was provided by the initial reporter: false positive results on multiple stations of drawer d customer verified and noticed that the growth curves look abnormal. Temperature of the drawer is within specs, and not technical error messages are visible.

Manufacturer narrative:
Investigation: customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)) on multiple stations of drawer d. No erroneous results were reported to doctors, and patients were not impacted. Customer verified and noticed that the growth curves were look abnormal. Temperature of the drawer was within specifications and no technical error messages were visible. A bd filed service engineer (fse) was dispatched and found that 2 potential issues. 5v reading was 5.48v adjusted this to 5.08v (specification was 5.05v to 5.10v and there was a fan blowing at the right side of the instrument. The metal on the left and right side were different in temperature, when drawer was opened for a minute, the temperature dropped with 1 degree celsius and adjusted the fan, so it did not blow directly towards the instrument. The recommended solution was to move bactec fx 3 next to bactec fx 2 which created a more stable environment around bactec fx 3. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is voltage issue and instrument environment. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained in drawer d. There was no report of confirmatory test or patient impact. The following information was provided by the initial reporter: false positive results on multiple stations of drawer d customer verified and noticed that the growth curves look abnormal. Temperature of the drawer is within specs, and not technical error messages are visible.